Manufacturer narrative:
(B)(4). Advancer. The device was returned with the tip of the advancer broken. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Event description:
It was reported that during a ventral hernia procedure, the device would not fire, it jammed. A new device was used to complete the procedure. There was no patient impact.